Event description:
The account alleges that the nurse call system is delayed by several minutes in sending the signal to the nurses' station.

Manufacturer narrative:
The technician reseated the pendant interlock tab on the universal television pendant interface cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.